Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient injury or serious harm was reported. The device was evaluated at a third-party service center. During initial testing, the device failed the active exhalation verification pilot reading test. The 3-way solenoid valve was replaced to address the issue. Device log files were successfully downloaded and reviewed in full. No actionable errors were identified. An error indicating the voltage output of the fio2 sensor railed to the minimum value was observed. Under this condition, the device is designed to generate an alarm, but oxygen delivery is not affected. The ventilator will continue to deliver the set fio2; however, the sensor will not accurately recognize the oxygen concentration. As a corrective action, the system printed circuit assembly (pca)- fio2 sensor cable was replaced. An internal and external inspection of the device was performed. Damage to the output side panel was identified, and the panel was replaced. The air inlet foam filter and particulate filter were also replaced. Following repair, the ventilator subsequently passed all functional testing. A final report is being submitted. If additional information becomes available, a supplemental report will be filed.